Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the tubing was cracked and had a leak, the end user was admitted to the hospital with high bg's. In 10/2002 maersk medical a/s received the complaint and 1 used tubing. The incident took place in USA.